Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Complaint description: while opening the suture package, the suture cracks without pulling the shaft or the middle of the thread. Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code/batch. There are no units in OEM stock. OEM received one piece of broken and used thread. Without any closed sample OEM cannot carry out an analysis in order to make an informed decision. As the piece of thread is too small, knot pull tensile strength cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). While opening the suture package, the suture cracks without pulling the shaft or the middle of the thread.